Event description:
A 7f sheath was put in contralaterally through the right groin. Once access was made a 7mm spiderfx was placed in the left popliteal artery over a .014 wire. A turbohawk ls-c was then advanced over the spider wire. The turbohawk was used for 4 passes in the heavily calcified left common femoral, then the device was advanced to the mid sfa. One short pass was made when the physician noticed that the nose cone was getting stuck in calcium in the distal sfa artery. The turbohawk was removed and a picture was taken to see the progress. A 4x40 balloon was inserted and inflated to 10 atm in the distal sfa, mid-sfa, and common femoral for a total of 3 inflations. After the inflations the balloon was removed and the turbohawk was reinserted. Three more passes were made in the common femoral and then it was advanced once again to the distal sfa. Four passes were made with the turbohawk in the distal sfa with some difficulty due to the tight stenosis and heavy calcium. Once the passes were made the physician started to remove the turbohawk. However when trying to bring the cutter into the sheath we noticed a large knot of spider wire proximal to the blade of the turbohawk. The physician was unable to pull the knot of wire straight through the sheath but was unable to pull the knot with the turbohawk into the sheath. The physician then attempted to place a buddy wire, however it would not fit into the sheath which already had the turbohawk and spider wire inside of it. The physician chose to pull the turbohawk and the sheath out of the patient as a unit while trying to leave the filter inside of the patient. Once the turbohawk was taken out the physician unwound the spider wire from the turbohawk and cut the wire distal to the knot so a short 7fr sheath could be placed. The short sheath would not advance over the spider wire so he tried putting a .035 catheter over the spider wire. It would not advance completely due to scar tissue. Another wire was then put along the spider wire. The short 7fr sheath was attempted to be advanced over both wires but was unable to fit. The sheath was then placed only over one of the wires with the spider wire running along the outside of the sheath. When pulling on the spider wire the wire snapped off leaving the filter in the right common femoral. The physician attempted to remove it with a kelly clamp which did not work. The right groin was then closed and a 25mm snare was advanced to try to grab the spider filter from the common femoral. When that snare failed a 10mm snare was advanced in attempts to retrieve the filter. The filter had moved to the proximal sfa. When the physician was unable to retrieve the filter he deployed a 9x61 stent completely covering the filter. The stent was ten post-dilated. The patient is doing well and went home the same day. Please reference MDR 2183870-2015-00182 for the turbohawk used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the spiderfx embolic protection device capture wire was received for evaluation. No cine images from the procedure were received. Approximately 130cm to 140cm of the spiderfx capture wire was received for evaluation. Approximately 60cm to 50cm of spiderfx capture wire, filter, and floppy distal tip were not received. Per the initial report the filter was stented against the vessel wall of the proximal superficial femoral artery, (sfa). The returned spiderfx capture wire exhibits damage consistent with the initial report. The returned spider fx capture wire exhibits several kinks and areas were the coating has been abraded off the capture wire.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).